Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the screen was not working, was confirmed. It was found that the screen was physically broken. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. User mishandling or a probable fall is the root cause of the broken screen. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/28/ 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that preoperatively to a knee arthroscopy procedure on (B)(6) 2020, it was observed that the screen on the vapr vue generator device was not working. During in-house engineering evaluation, it was determined that the screen on the device was physically broken. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.